Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care (apoc) was contacted by an abbott distributor who reported that an I-stat analyzer would not activate. The analyzer was returned to apoc and, during routine failure analysis on (B)(6) 2011, the following burned items were discovered: a resistor, the main pcb surrounding the burned resistor, the hybrid flex cable, and the motor flex cable. In addition, the emt housing was melted. Based on the info available at the time, there were no injuries associated with this event.